Event description:
It was reported that while connected to pt, the ventilator generated alarms for high airway pressure and high respiratory rate. The ventilator is also failing the pressure transducer test during pre-use check. (B)(4).

Manufacturer narrative:
(B)(4).